Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with three reloads present. Reloads b and c were received fully fired; reload a was received fully loaded with staples. In addition, it was noted that the lockout was activated. Please note that when firing the device, continue to gasp and manipulate the device using the closing trigger until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. For more information, please refer to the instructions for use. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, third stroke (reload)> two times reloaded on vessel (pulmonary artery). The surgeon waited 15 seconds; after firing the half was stapled and the other part not. There was a bleeding; they took an artery clamp and stitched the vessel. The patient is fine and has left the hospital; no patient consequence. Another device was used to complete the procedure. There were no adverse consequences for the patient.